Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Customer states during a lap. Total gastrectomy they attempted to resect small intestine and the firing stopped halfway. Surgeon waited a few seconds, but nothing changed. He/she could open the jaws by using release button. Another handle and reload were opened to complete the procedure. The event occurred in use for patient. The procedure was completed with another device. The surgical time was not extended. The status of the patient is good. Additional tissue resection is not required. There was no tissue damage. The incision site was not extended. Nothing fell into the patient's cavity. The product was removed from the tissue without damaging it. No bleeding occurred. Male patient.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one reload opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of complaint trends and an evaluation of the returned device. Visual examination of the staple cartridge noted that the reload was partially-fired to the 1 cm cut line. The reload was loaded into a post market vigilance powered staple for functional testing, the interlock was overridden, and the reload fired satisfactorily. Replication of the partially-fired condition with interlock engagement may occur if the firing button had been partially compressed and then the open button was pressed after pressing the green firing button. In this situation, the safety interlock feature will engage and prevent the reload from firing a second time. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.